Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed skin irritations under both the left and right side electrodes of the lifevest. It was reported that the left side was severe because there was an open sore and the patient was unable to sleep at night on his side. The patient also reported metal allergies in the past. The patient's doctor advised the patient to wear the device at night until the irritation completely healed. The patient reported that the irritation had improved.